Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that patient faced four infusion set fell off events during use within the past week. The sets were in use for ½ to 1 day for all events. Patient replaced infusion set and resumed insulin successfully. No further information available.